Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp (main body) of a minicap transfer set was cracked which resulted in a leak. This occurred during patient use of the device for peritoneal dialysis therapy. The transfer set was in use approximately one (1) week. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was visually inspected, and it was observed that there was a crack on the main body. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.